Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered stapler handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. No visual abnormalities were noted for the handle. The device memory was examined and error codes were found. The handle was dismantled for evaluation and a break in connection internal to the bldc board was confirmed through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the preparation prior to a gastrectomy procedure, the battery pack was inserted into the powered stapler handle. The status indicator illuminated blue, the handle indicator flashed green, and the firing progress indicator did not illuminate. Another battery pack was inserted into the same handle but the same thing happened.